Event description:
Various residents in long term care facility have fallen out of bed through the gap between the top of the mattress and the siderail. Residents range in size from large to small. Gap exists in all bed positions.